Manufacturer narrative:
It was reported that the ventilator generated a technical alarm indicating a communication error while it was connected to a patient and stopped ventilating. The ventilator was investigated by our distributor. The user facility reported that a technical error code was observed on the user interface. The technical error code indicates that a communication error between the monitoring and panel subsystems had occurred. The control cable that connects the user interface and the patient unit was replaced, which is the recommended action according to the service manual. The replaced control cable was not returned for investigation. A typical cause for the reported communication error is a bad or loose control cable. The communication error will in itself not affect ongoing ventilation, which continues with unchanged settings. There are no indications of a stop of ventilation in the provided ventilator logs. Successful pre-use checks were performed prior and after the event. The communication error has been determined not to be the root cause of the reported difficulties in ventilating the patient. There are no indications of a ventilator malfunction. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical alarm indicating a communication error while it was connected to a patient. Clinical staff were alerted by patient monitor that patient saturation had dropped. According to the hospital the ventilator had stopped ventilating. The ventilator was replaced by another one. The level of desaturation is unknown but the final patient outcome was no injury. Manufacturer ref. #: (B)(4).